Manufacturer narrative:
Initial reporter is siemens representative. (B)(6). Siemens completed the technical investigation of the reported event. The root cause of the issue was determined to be a one-time occurrence of "umar power supply 24v missing" found in the system log files. After the init the system worked without any problem. The customer had performed 60 to 70 patient scans per day in the days proceeding the event date. The logs were available and checked for 9/27/2019 through 10/09/2019. It was concluded that the scanner issue did not contribute to the patient's decline in health status or death. A gantry init takes approximately 2 minutes to perform and a complete reboot of the system takes no more than 15 minutes.

Event description:
It was reported to siemens that a malfunction of the somatom definition as system occurred during a scan of an emergency patient on (B)(6) 2019. The scan could not be completed. The user decided to transfer the patient to a second scanner the next morning on (B)(6) 2019. It was further reported that the patient's health status deteriorated several hours after the second scan. The patient then passed away. The facility reported that the first scanner was reset and was working without any additional issues. Though requested, additional information was not provided. The reported event occurred in (B)(6).